Event description:
It was reported that during a routine device check, this cardiac resynchronization therapy pacemaker (crt-p) device was found to have reverted to safety mode with limited critical therapy still available. The boston scientific field representative noted that there were not fault codes observed. Boston scientific technical services (ts) suggested that the device be replaced as soon as possible. Ts also reviewed the pacing and sensing parameters used by the device when in safety mode. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device check, this cardiac resynchronization therapy pacemaker (crt-p) device was found to have reverted to safety mode with limited critical therapy still available. The boston scientific field representative noted that there were no fault codes observed. Boston scientific technical services (ts) suggested that the device be replaced as soon as possible. Ts also reviewed the pacing and sensing parameters used by the device when in safety mode. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-p device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a routine device check, this cardiac resynchronization therapy pacemaker (crt-p) device was found to have reverted to safety mode with limited critical therapy still available. The boston scientific field representative noted that there were no fault codes observed. Boston scientific technical services (ts) suggested that the device be replaced as soon as possible. Ts also reviewed the pacing and sensing parameters used by the device when in safety mode. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-p device was subsequently explanted and replaced. No additional adverse patient effects were reported.